Event description:
The hospital reported that during the saphenous vein harvesting procedure, the image on the endoscope was blurry. No other information was provided bythe hospital. The hospital did not report any patient complications. The endoscope was not under warranty at the time of use. The product IFU states that the endoscopes are warranted for one year and it is recommended that the device be replaced after one year of usage.